Event description:
Boston scientific crm received information that the patient implanted with this implantable cardioverter defibrillator (ICD) which is included in this advisory population retained legal counsel and is applying for participation in upcoming multiple district litigation (mdl) settlement. New information received indicates that this device was explanted for normal battery depletion.

Manufacturer narrative:
Upon receipt, visual inspection noted body fluid contamination in the lead barrels and scratches, dents, and tool marks on the case. There was a hole in the df positive seal plug; all other seal plugs were intact and all set screws operated normally. The battery status was end of life (eol) with a monitoring voltage of 2.61v which was set by charge times. It was noted that eol occurred post-explant. Longevity calculations noted that this device did not meet expected longevity; however, due to pending litigation no further analysis could be performed. A review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two consecutive charge times greater than the extended mid-life eri charge time limit. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eri was triggered earlier than expected by extended charge times due to a higher-than-typical build-up of internal battery impedance.